Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified shunt. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon second inflation at 10 atmospheres within a minute. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.